Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. (B)(4).

Event description:
It was reported that the tip of the device broke off. Please note it was confirmed that the broken piece was successfully removed from the patient.

Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at (B)(4) for evaluation. Based on the (B)(4) service record attached, the reported failure ¿[ piece of metal fell off scope]¿ was confirmed. According to (B)(4): visual inspection: scope has signs of use including some level of impact damage as the distal negative under the cover glass is broken. Scope outer tube is also missing the keel which would have been the shiny item noted. Probably root cause for this failure is: contact with shaver, rf probe or other instrument the device manufacture date is not known. (B)(4).

Event description:
It was reported that the tip of the device broke off. Please note it was confirmed that the broken piece was successfully removed from the patient.